Manufacturer narrative:
This event occurred in the (B)(6). Strattice stoma pieces are not sold or promoted in the us; thus the 510(k) field is selected as n/a. (B)(4). Based on the reported information and without an associated lot number, a relationship between the event and the strattice cannot be conclusively determined. No further actions are required, a nonconformance was not confirmed. Device remains implanted.

Event description:
This complaint is associated with an investigator initiated study sae (rocss - reinforcement of closure stoma site). This is not a lifecell sponsored study. It was confirmed on (B)(6) 2017 that this subject had strattice implanted. It was reported to lifecell that subject (B)(6) underwent reinforcement of stoma site closure with strattice implanted on (B)(6) 2015. On (B)(6) 2015, the patient was admitted to the hospital for an emergency small bowel resection due to intestinal obstruction. Adhesions were found between the omentum and mesh [strattice] on the previous ileostomy site and were taken down. Anastomosis twisted around a band adhesion. No anastomotic leak was identified. The patient was discharged on (B)(6) 2015 in good health, eating and drinking his usual diet. The pi assessed the sae relationship as definitely related to the use of mesh [strattice] due to "omental band adherent to mesh [strattice] with distal small bowel evolved around this." The device [strattice] remains implanted. No strattice lot number is available as the patient did not have a mesh ID sticker and the research staff have opted not to unblind the site about the patient allocation.